Event description:
It was reported that, "reamed to 51, trialed, implanted 52 psl cup. When trying to seat 0 degree e insert, insert would not fully seat. Surgeon noticed a slightly rocking and clicking sound of insert. Checked to make sure no tissue impingement as issue. Removed insert, checked to see if tissue in the cup, none noticed. Checked to make sure screws were fully seated and they were. Tried to seat 10 degrees insert with same issues. Removed insert again, removed cup, reamed up to 54 and seating psl 54 cup. Seated corresponding 0 degree 36f insert with no issues."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested, and if received will be provided on a supplemental report.